Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. In addition, the device also exhibited false positive detection of the patients atrial arrhythmia by the signal artifact monitor (sam) feature. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited two signal artifact monitor (sam) episodes. Boston scientific technical services (ts) indicated that the first episode was due to minute ventilation (mv) sensor oversensing and the second episode was due to oversensing of the patients atrial arrhythmia. As a result of the sam episodes, the mv sensor was automatically disabled by the device. In response, the pacemaker device was reprogrammed to a ventricular-only pace and sense mode, the mv sensor was programmed back on and the sam feature was programmed to the right ventricular (rv) vector. The device remains in-service. No patient symptoms or adverse patient effects were reported.